Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a rhythmia mapping and ablation procedure involving a intellamap orion high resolution mapping catheter in the left ventricle, after pulling out all catheters the patient's heart border was visualized to check for an effusion. None was seen, the case was deemed "over". 5-10 min later the patients pressure started to drop and a pericardial effusion was visualized and cardiopulmonary resuscitation (CPR), and pericardiocentesis was performed. The patient was monitored and no additional procedure was performed. The patient was discharged home a few days later.